Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the catheter was bent and was unable to return to it's original state. It was also reported that the catheter was used beyond the expiration date. The rf catheter was replaced which resolved the issues. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the cedtb300s radiofrequency (rf) catheter with lot number 0000231243 was returned and analyzed. The attached image showed the returned catheter, and the lot number was unable to be differentiated. Visual inspection before functional testing and dissection were performed. During external visual inspection of the distal shaft seg ment, a kink on the shaft was observed near ring electrode (r2) of the catheter tip. The functional test was performed using the bidirectional small curve template. To replicate the reported issue, the curving test was performed. It was observed that when the catheter was actuated, the catheter could not deflect sufficiently on the left-hand side or on the right-hand side. To further analyze the issue, the catheter shaft was then destructively tested. It was observed that the steering plate of the catheter was broken. In conclusion, the reported steerability issue was confirmed through testing. The catheter failed the returned product inspection due to a broken steering plate and a kink on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.